Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high albt2 tina-quant albumin gen.2 (albt2) result for 1 patient's urine sample when tested in increase mode on a cobas 6000 c 501 module the initial albt2 result was <3.0 mg/l, with a data flag. The sample was tested using the increase mode of the analyzer and an albt2 result of 34.7 mg/l was obtained. The sample was retested using the increase mode of the analyzer and an albt2 result of <3.0 mg/l was obtained. The altb2 result of 34.7 mg/l was released outside of the laboratory. There was no allegation of an adverse event. All results were generated from samples in a hitachi cup. The sample probe and the sample probe wash station were cleaned. The water conductivity was 0.10 us/cm, the room temperature was 24 degrees celsius, and the laboratory humidity was 60%. The room temperature and humidity readings were within specifications. The albt2 reagent lot was 30049101 with an expiration date of 31-aug-2019. Based on the qc data provided a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.